Event description:
Elderly female with history uterine prolapse and incontinence. During procedure, robotic supracervical hysterectomy, bilateral salpingo-oophorectomy, lap sacrocolpopexy transvaginal tape sling cystoscopy, the balloon would not inflate. Instrument removed intact and another one used, no harm to patient.